Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the case noted marks that indicate the electrode was in contact with the case. The s-ICD was observed to have no telemetry and no response was noted with the application of a magnet. The case was removed and the battery voltage was measured at 0.0 volts. Electrical overstress (eos) damage was noted on the high voltage (hv) caps and on the portion of the resistor that sits over the eos site on the hv caps. The returned electrode also was observed to have small arcing damage as well. A returned x-ray of the s-ICD system showed the electrode wrapped around and going across the s-ICD case. The area were the electrode sat on the case was viewed under very high power and very small arc marks were found near the header on one side of the case. Analysis confirmed the template lost (tl) and power supply (ps) error and subsequent no telemetry/no output condition was due to a shock that was shorted to the s-ICD case. The shock damaged the internal components of the s-ICD. Overall, analysis confirmed the allegations made against the s-ICD in the field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated from its original implant position and had been twisted in the pocket. This movement in return dislodged the electrode and winded it around the can. The patient was also reported to have experienced an inappropriate shock. Interrogation of the s-ICD indicated it had exhibited two error codes, ps error - device power supply, and a tl error - static template lost. These errors were indicative of a device reset occurring unexpectedly during charging or shock delivery; and the reference s-ECG template not being available, respectively. Tachy therapy was turned off and a revision procedure was later scheduled for the patient. Prior to the change-out procedure, the s-ICD was unable to be interrogated anymore and the application of a magnet did not yield any results. Surgical intervention was performed and the sutures were still attached to the s-ICD but had been ripped out of the patient's tissue. The s-ICD was explanted and replaced successfully. No additional adverse patient effects were reported.